Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00100 to provide the evaluation update. The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of the manufacturer receiving the actual sample and/or new information. For this reason, evaluation code was used in the conclusions. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00100 to provide the evaluation update.

Event description:
The user facility reported a valve leakage. The following information was provided by the user facility: (1) the sheath was deployed; (2) the wire was advanced; (3) the doctor noticed immediate excessive bleeding at the hub; (4) this continued throughout the case whether the catheter stent or balloon was inserted in and out of hub of valve; (5) was not able to confirm amount of blood loss; (6) the procedure was completed as intended; and (7) it was reported the patient is "stable."

Manufacturer narrative:
(B)(4). Blood loss - the event description indicates excessive bleeding from the hub occurred. The amount of blood loss was unable to be confirmed. The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days of the manufacturer receiving the actual sample and/or new information. A review of the device history record and product release decision control sheet of the product code/lot# combination confirmed there were no production related problems or discrepancies in the inspection results. A review of the complaint files confirmed that this product/lot# combination has not been reported previously. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up #2 for MFR. Report #9681834-2015-00100 to provide the evaluation results. Flaw in material. Only the actual sheath sample was returned to the manufacturer for evaluation. Visual inspection upon receipt found no anomaly, which would have contributed to the reported blood leak. The sheath was submerged in water and an air pressure of 0.3kgf/cm2 was applied to the inside. No air leak was observed. The sheath was inserted over a factory-retained 6fr. Heartrail ii and was submerged in water and an air pressure of 0.3kgf/cm2 was applied to its inside. An air leak was observed. In that state, the cross-cut valve was inspected under magnification. A gap was found to have been generated between the cross-cut valve and the catheter inserted in it. The cross-cut valve, after having been taken out of the sheath, was closely inspected under magnification. A flaw was found to have been generated off center of the slit. A review of the manufacturing record and shipping inspection record of the involved product/lot number combination confirmed that there were no production related-problems or any discrepancies in the inspection results. A search of the complaint files confirmed the involved product code/lot number combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, during investigation, the actual sample was found to have a flaw off center the slit on the cross-cut valve. It is likely that this flaw was the cause of the deterioration of the hemostatic performance of the actual sample, resulting in the reported blood leak. As a cause of the generation of the flaw on the cross-cut valve, it is likely that the dilator used in combination with the actual sample hit off center the cross-cut valve housed in the actual sample with its tip when the two devices were combined with each other. With the actual dilator sample unavailable for evaluation, the cause of this complaint cannot be identified definitely. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #2 for MFR. Report #9681834-2015-00100 to provide the evaluation results.